Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that main drawer 1.2 was not detected on the bus. The field service engineer (fse) found that main drawer 1.2 was off the bus and subsequently reseated the row board cable for that drawer. After reseating the cable, the fse was able to see the cubies, and the device tested successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 and 1.2 were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.